Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Femoral inserter / extractor was returned for evaluation. The device holds the femoral component perfectly and has no issues while releasing the lever but has binding problem while locking. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring of the femoral inserter breaks and cannot hold the femoral implant or provisional and therefore, is unable to be used. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.